Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 21mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted. Upon explant, two cusps were broken at the base of the valve. A competitor's edwards intuity 21 was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of explant of the device and a tear in two of the leaflets was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, there did appear to be a tear present in a leaflet. Based on the information received, the cause of the reported incident could not be conclusively determined.